Manufacturer narrative:
The facility reported an infusion pump with failure code 703 during bio-med testing.evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility returned the device for service. During service, the baxter repair technician noted a defective user interface module printed circuit board (uim pcb). The hospital representative stated that there have been no reports of patient incident involving this pump. No additional information was available.